Manufacturer narrative:
(B)(4). Returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilatation. However, during inflation within the specified internal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.